Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Revision surgery was performed in 2009, due to deep infection.

Manufacturer narrative:
Additional information was received in 2009. Event was re-assessed and found to be MDR reportable. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed june 19, 2009.